Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr), congestive heart failure, atrial fibrillation, atrial enlargement and bi-leaflet tethering for a mitraclip procedure. During the procedure, mitraclip was implanted successfully on central side of anterior and posterior leaflet 2 (a2p2). Few minutes after the deployment, it was determined that a single leaflet device attachment (slda) has occurred and clip was no longer attached to the posterior leaflet. Additional non-abbott device was implanted to stabilize the slda. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on available information, a cause for the reported incomplete coaptation- single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances as additional non-abbott clip was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.